Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity was 8 years in (B)(6) 2024 and currently was 5.5 years. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity was 8 years in (B)(6) 2024 and currently was 5.5 years. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicated that this device was explanted and replaced on (B)(6) 2025. It was not reported whether the device would be returned.